Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5094319. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp i.v. Catheter extension set was cracked. The location of the crack was not specified. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.